Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 313mg/dl, 129mg/dl, 56mg/dl, 43mg/dl. Tests were done within 3 minutes with a difference of 97%. Pt did not experience any adverse events. No further info has been reported.